Event description:
Hospital risk manager reported that the femoral nail fractured. He also reported that it was necessary to change the nail.

Manufacturer narrative:
Additional info has been requested. Once the investigation has been completed, any additional info will be reported in a supplemental report.